Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05606. It was reported that both of patient's l1 leads had high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was not undertaken to address the leads but instead to address the inoperable ipg (see related manufacturer number 1627487-2022-01722).

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-05607, should not have been reported as a medical device report (MDR) as there is no indication the device caused or contributed to the issue.

Event description:
Additional information indicated that both leads have become non-functional. Surgical intervention may take place a later date to address this issue.